Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. It also indicated the impedance trend on the rv (right ventricular) pacing lead was rising, and that the pacing capture threshold in the rv (right ventricle) was elevated. Concomitant medical products: ddbc3d1 ICD, implanted: (B)(6) 2015; 5076-52 lead, implanted: (B)(6) 2008; 3708640 x2 lead extension implanted:(B)(6) 2016; 37601 dbs ipg implanted: (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead had increasing high impedance and thresholds. The lead was programmed to integrated bipolar and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.